Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for the past 3 days when the customer attempted to deliver a bolus request to correct blood glucose (bg) level, the pump recommended a bolus request of 62.88 units of insulin. The customer reported a bg level of 437 mg/dl, which was addressed with manual injections. Reportedly, when the customer entered in the value of 437 (mg/dl), the pump recommended 62.88 units. Review of the pump data logbook showed that the customer entered 437 grams into the bolus tab. However, the customer reported 437 (mg/dl) had been entered into the bolus tab, and the issue occurs between 9 pm and 12 am. Review of the pump settings showed that the correction factor for multiple time segments were 1u:50mg/dl, and only the 9 pm time segment was 1u:5mg/dl. Tandem technical support calculated that if a bg value of 437 (mg/dl) was entered into the bolus tab with a target bg level of 120 (mg/dl), and a correction factor of 1u:5mg/dl, the pump calculated a bolus request of 63.4 units. The customer confirmed that was what occurred, and was able to successfully adjust the 9 pm time segment to 1u:50mg/dl.